Event description:
Cataract extraction with placement of an intraocular lens was taking place. As the new lens was being inserted by surgeons the trailing haptic broke off. It was removed from the eye at that time.